Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to a dislodgement. The patient underwent a surgical intervention for a revision when an infection was discovered in the implant pocket. The system was explanted. No additional adverse patient effects were reported.